Event description:
It was reported there was a white particle floating in the solution of a small volume intermate. This was noted before patient use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a white particle, approximately 1.08 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.